Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she connected a sensor and minilink did not blink green. The customer tried with several minilinks and then removed sensor. The customer found out that sensor did not have electrode. The customer was advised that new sensor will be sent.